Event description:
Distributor was present during surgery and informed dr. That it was necessary to use the c-arm or mini-c-arm, but the dr indicated it was not necessary. No post-op xray taken. In 2005 the distributor learned that this implant had fractured.